Manufacturer narrative:
(B)(6). (B)(4). Product analysis: visually confirmed implant set screw has been stripped at the hex corners, with displaced material movement consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent surgery due to cervical spondylosis. During the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. The patient's current status is normal. No patient complications reported.